Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a leak or hole on the extension tube at or near the bifurcate/hub. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter had a leak at the junction of the extension tube and bifurcate. The catheter was not repaired. The cleaning agent used on the device was iodine disinfection. Tego was not utilized. There was no luer adapter issue. The insertion site was treated prior to product placement. Nothing unusual was observed on the device prior to use. There were no other defects or damages found on the product aside from the reported issue. There were no other products being utilized with the device. The remedial action done to resolve the issue was catheter removal, and the product was replaced. The treatment was able to proceed and was completed after the resolution. There was no blood loss, and blood transfusion was not required. No medical intervention or treatment was provided to the patient due to the event. There were no patient symptoms or complications associated with the event. There was no reported patient injury.

Event description:
According to the reporter, during use, the catheter had a leak at the junction of the extension tube and bifurcate (arterial). The catheter was not repaired. The cleaning agent used on the device was iodine disinfection. Tego was not utilized. There was no luer adapter issue. The insertion site was treated prior to product placement. Nothing unusual was observed on the device prior to use. There were no other defects or damages found on the product aside from the reported issue. There were no other products being utilized with the device. The remedial action done to resolve the issue was catheter removal, and the product was replaced. The treatment was able to proceed and was completed after the resolution. There was no blood loss, and blood transfusion was not required. No medical intervention or treatment was provided to the patient due to the event. There were no patient symptoms or complications associated with the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.